Manufacturer narrative:
D4: the device serial and lot number were requested but not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient slept on battery power the night of (B)(6) 2025 due to a storm. Multiple times the patient received no external power and low voltage alarms. The patient stated they charged the batteries in the middle of the night, and did not recall the system controller alarming. Log files were submitted for review and captured no external power alarms and multiple other associated alarm types on (B)(6) 2025 at 01:40, caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. No other unusual events were found in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms was confirmed via log file analysis. Review of the submitted log file revealed on 17feb2025 at 01:40:15, 01:40:21, 04:19:05, and 04:19:12, while connected to the mpu, low battery hazard, power cable disconnect, and no external power alarms activated due to losses of alternating current (ac) power. The backup battery was able to provide support to the system during the losses of power. Ac power was quickly restored each time, and the alarms resolved. Pump operation was not affected. The heartmate mobile power unit (mpu) (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ and heartmate ii instructions for use section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.